Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 284 mg/dl, which was addressed with a correction bolus via the pump. Reportedly, the customer was able to load a cartridge successfully, resumed insulin, and had manual insulin injections available as alternate insulin therapy.

Manufacturer narrative:
Correction: (B)(4).

Event description:
Customer's blood glucose level was not impacted due to the alarm 19.